Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness, feel and hit their head. Customer was taking to hospital were they received three sutures at the brow arch (unspecified right or left brow arch). No other treatment was reported, and no further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness, feel and hit their head. Customer was taking to hospital were they received three sutures at the brow arch (unspecified right or left brow arch). No other treatment was reported, and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no damage was observed on sensor patch. Sensor plug was properly seated. No failure modes were observed with the sensor plug upon visual inspection. De-cased the sensor and no issues were observed on the printed circuit board assembly (pcba) with a brownout reset event internally logged (event 21). The returned battery was measured to be within specification. Therefore, this issue is confirmed to brownout reset. All pertinent information available to abbott diabetes care has been submitted.